Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient had been in a car accident six months ago which resulted in a cervical fracture and the patient's chest hitting the steering wheel with force. Most recently, a red alert had been generated for this system due to an out of range (oor) pacing impedance measurement on the atrial channel which was greater than 3000 ohms. Additionally, there were some stored episodes of noise which looked to be from the minute ventilation (mv) signal. Inappropriate atrial tachycardia response (atr) events were noted and the caller wanted to discuss possible mv signal oversensing. The patient was admitted for a potential revision procedure. Extensive troubleshooting and patient maneuvers were performed and the noise and oor impedance measurements could not be reproduced. A fracture of the competitive atrial lead was suspected but could not be confirmed. The competitive atrial lead and this device was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--